Event description:
It was reported per field service report: symptom-purge failure. Findings/action taken: found and repaired defective pneumatic control switch assembly. Checks ok. Work done by the biomed technician in the hospital.

Manufacturer narrative:
F/u report will be filed if add'l info becomes available.